Event description:
It was reported that the patient experienced skin breakdown and infection at implant site, resulting in explant of the device on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on 24 january 2020.

Manufacturer narrative:
This report is submitted on december 11, 2019.

Event description:
Per the clinic, the patient experienced poor magnet retention. The skin flap was thinned under a general anaesthetic on (B)(6) 2019.